Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction during the procedure. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. No product returned for evaluation since there was no report of angiovac device malfunction during the procedure. The reported complaint description cannot be confirmed due to the nature of this patient adverse event; there were no reports of angiovac device malfunction during the procedure. No sample was returned for evaluation. No device history records review was conducted since there was no reported lot number and ship history lot review was not performed since item number is unknown. Cardiac complications/pe/ventricular perforation are potential anticipated procedural complication of an angiovac procedure; this is cautioned in the dfu. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use is provided with this device and contains the following statements: warnings selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: death, pulmonary embolism, ventricular perforation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported a patient death during an angiovac procedure. The following was reported: "access sites: 26fr gore dry seal sheath rij, 19fr re-infusion cannula rfv. Act range: 500+ seconds. Pt. Was prepped and draped in a sterile manner. The rij was accessed and serially dilated up to a 26fr gds, then a 2nd access point was gained in the rfv and serially dilated up to 19fr reinfusion sheath. Imaging showed material bouncing around in the ra. Av circuit was prepped, primed, and confirmed air free. Circuit was attached to reinfusion cannula. The av was primed, prepped, and attached to the circuit. The av cannula was advanced to the svc / ra junction, and funnel was deployed. An act greater than 300 seconds was confirmed, and then optimal flow was achieved (2.5l).the av cannula was advanced to the ra and material was engaged which was confirmed by a drop-in optimal flow (.6l-1l). Material was seen being engulfed by the av funnel under tee. The cannula was repositioned until optimal flow was re-established and then material was again engaged with similar results. This time we opted to oscillate flows while pinching circuit to attempt to jolt material. Pt's vital signs remained stable. After successfully debulking 90% of the material the physician pulled back the av to allow tee to interrogate the ra. Material could be seen at the ra / ivc junction. Physician attempted to position the cannula in that are when suddenly the pt pressure began to drop to 49/31. Anesthesia gave a pressor to boost the systolic pressure. Venous/arterial ECMO was placed. Arterial sheath in the right femoral artery (rfa), venous sheath in the lfv. Bovi and retractors were used to expose portion of chest to use suction to try and drain blood that was gathering in pericardium after effusion was reported by tee operator. Conclusion was a small tear must've happened when we attempted to reposition cannula in the ivc/ra area. In order to fix tear, physician would have to open up patient. Physician noted that the pt. Heart chambers were very thin, and the thrombocytopenia doesn't help the situation. Patient was not a salvaged patient and a dnr. Physician decided to suture up patient and wait for family to come see her. Av removed and blood given back to patient. Av portion of procedure concluded at this point. Pump time: 40 minutes." Patient ultimately expired. The reported device is not available to be returned to the manufacturer for evaluation.